Event description:
It was observed during the device inspection that the bronchovideoscope had a burnt c-cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to an environmental temperature problem. The most probable cause is component failure without any design or manufacturing issue. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplement is being submitted to update h7 and h9. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR correction is submitted regarding section h9. The previous report inadvertently included an internal reference number.

Event description:
No additional information received from customer.